Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) distributor that three mr290v vented autofeed humidification chambers each had a damaged water feedset tubing. These were observed prior to patient use.

Manufacturer narrative:
(B)(4). Lot number: 111111, 120308, 120307; manufacturing date: 11/11/2011, 03/08/2012, 03/07/2012; quantity affected: (B)(4). Method: the complaint mr290v vented autofeed humidification chambers were returned to fph in (B)(4) for evaluation. The water feedset tubes of the returned chambers were visually inspected. Results: visual inspection of each water feedset tube revealed that there was a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for the above lot numbers. Conclusion:the damage appeared to be caused by the tubes being pulled away from the spike, possibly due to the feedsets being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).